Event description:
It was reported that this drg lead at l3 migrated out of the foramen during a lead revision to address a separate migrated l4 lead (related event: 1627487-2019-02668). In turn, the lead was explanted and replaced intra-op. The situation has since resolved.